Manufacturer narrative:
It was reported the implant date was (B)(6) 2013 and the device was explanted on (B)(6) 2019. It was reported a CT performed in 2019 showed type 1a endoleak and aneurysm diameter enlargement that was considered to be caused by it (from 40 mm after the first procedure to 48 mm on follow-up CT) it was reported the devices were partially explanted and replaced with a y-shaped artificial blood vessel (18 mm * 9 mm), leaving the proximal end of the existing main body and the peripheral ends of limbs on both sides. Per the physician, the cause of the event was possibly due to an undersized selection of the main body. It was additionally reported that the proximal sealing could be maintained immediately after the procedure, but it was gradually lost due to the enlargement of the neck vessel diameter over the years or the enlargement of the aneurysm diameter caused by a type 2 endoleak, resulting in type 1a endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are:unk-cv-sr-endu r-ii, s/n: unknown ; use by date: unknown , upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted for an unknown sized abdominal aortic aneurysm on an unknown date. It was reported that on an unknown date, the endurant stent grafts were partially explanted and artificial blood vessel replacement was performed. It was said it was an endoleak that led to the intervention but the type is unknown. No cause was reported. No additional clinical sequelae were provided and the patient is fine.